Event description:
It was reported that during a lap colon procedure, the clips were slowly feeding into the jaws and fired scissored clips. This occurred with the first three clips. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 10/07/2008. Information anticipated, but unavailable at this time.